Manufacturer narrative:
Analysis of programming history. Manufacturing history records were reviewed. Review of manufacturer records indicated that the lead passed all the tests prior to distribution.

Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently reported the incorrect results and conclusions. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, high impedance was identified on (B)(6) 2013. The device was programmed off on (B)(6) 2013. No known relevant surgical intervention has been performed.